Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the patient experienced dexcom speed reading over 3 hours ago and hasn't fixed itself. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.